Manufacturer narrative:
Analysis revealed an insulation abrasion at 44.7 cm from the distal end. One of the two metal rv cables was severed and melted at the tip. The location and mode of this abrasion is consistent with that caused by friction with the can. Further analysis also revealed an internal abrasion beneath the svc shock coil, exposing the sensing cable. The internal abrasion is due to friction in the lumen from the inside outward.

Event description:
Patient presented to the clinic for a follow-up visit. Patient noted feeling pain with pacing. Interrogation of the device revealed two alerts, possible output cirucity damage and high voltage lead impedance out of range. The patient had a high voltage therapy that delivered the first shock and then aborted the second, due to the possible output circuit damage. Noise was also noted. The lead was explanted.